Event description:
N/a.

Manufacturer narrative:
An event of stroke and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stroke could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances as the patient was hospitalized for monitoring and no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in patient. Post-procedure, it was noted that the patient suffered a right occipital ischemic stroke. A computed tomography scan revealed subacute ischemic injury at the left occipital level. On (B)(6) 2025, an electroencephalogram revealed diffuse cortical dysfunction of mild degree of no clear origin. On (B)(6) 2025, a supra-aortic trunk ultrasound revealed a patent carotid system with abundant calcified atheroma plaques at both bifurcations. No intervention was performed or planned, but the patient was hospitalized. Cardioembolic etiology was considered possible but was not investigated. Stroke symptoms lasted one day, and the patient did not experience any permanent injury or disability. No other clinical signs or symptoms were reported. There was no allegation of malfunction against the abbott device or procedure. The implanting physician believes the patient's stroke was likely caused by discontinuing anticoagulation due to a hematoma and anemia. The patient was discharged on (B)(6) 2025, after a twelve-day hospitalization.